Manufacturer narrative:
On 12 may 2017 the manufacturer of the ceramic liner involved in the complaint (not marketed in us) provided a document review, reporting as follows: the component properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are not indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done.

Manufacturer narrative:
Additional information received on 04 may 2017 and includes: asa 2 patient. All the implants were taken out and the surgery was completed successfully on (B)(6) 2017. The surgeon stated that the stem has probably been implanted with too much anteversion what created an impingement. With the time the liner (non-medacta product) broke at his posterior boarder and the debris linked to the stem loosening. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: ten years after primary cementless tha, an asa 2 male patient is suffering of pain and the stem is revised. Radiolucent lines are visible rather extensively around the stem, reason unknown. According to report, impingement of the stem neck with ceramic liner was found at revision with liner fracture. Impingement of the stem neck with a long lever arm may have contributed to mechanical loosening of the stem in the femur, but no final diagnosis of the problem can be carried out with the information at hand. Batch review performed on (B)(6) 2017. Lot 061164: (B)(4) items manufactured and released on 28 september 2006. Expiration date: 2011-08-31. No anomalies found related to the problem. To date, 11 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to pain.